Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was bent and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, loss of capture and high, out-of-range pacing impedance (>3000 ohms) were noted when this lead was connected to the device. Because the patient was pacemaker-dependent, temporary external pacing was required. The lead was disconnected and tested with the pacemaker system analyzer, which still revealed high pacing impedance. The physician elected to exchange the lead the resolve the event and no additional adverse patient effects were reported. The lead was received for analysis.